Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began approximately last week prior to contacting lfs. The mother indicated the patient was not taking any diabetes at the time the alleged issue began. It is not known if the patient made any changes to his diabetes regimen due to the alleged issue. At an unknown date/time, the mother indicated the patient was feeling sweaty after the alleged issue began. According to the mother, the patient denied seeking any medical treatment due to his symptoms. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and there was no misused of the meter. The meter required a new battery replacement, but the mother did not have a new battery at the time. The cca educated the patient's mother on the meter's behavior and auto-shutoff; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.